Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) health care system. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the pyxis was not communicating properly with the system through the server. A technical support specialist (tss) stopped data synchronized on the station and executed a database query on the server to delete the affected purge statistics records related to retry entries. The tss applied the relevant knowledge article, "retry - insert into purge.purgestatistics," and confirmed that the station uploaded successfully with no variances. The user verified that the server reports were now displaying accurate information for the station. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a communication issue occurred. The x-ray pyxis was not communicating properly with the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.